Event description:
Subsequently, boston scientific received information that this patient died six months later of worsening heart failure. The boston scientific representative was not notified of the patient's death and there were no reports that the use of the device caused or contributed to the death of this patient.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had not been feeling well and was reported to have passed out. The patient noted being in contact with their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.